Event description:
Boston scientific crm received information that during a recent av node ablation procedure this device was exhibiting oversensing which resulted in pacing inhibition. It is believed that the ablation signal was the cause. At the time, the device was programmed vvi, and the physician wanted the device to be programmed voo which took some time to accomplish. During which time the pacing inhibition continued. The sales representative (sr) hit the stat pacing button, and the inhibition remained. Finally after several seconds the inhibition broke and the patient was pacing in vvi mode. Boston scientific technical services (ts) was consulted and stated that reprogramming normally can take several seconds, and going to the stat pacing still will allow sensing and is in vvi mode only. Ts explained that it is likely the combination of programming time and then vvi pacing allowed the pause in pacing to continue. Next time should use voo pacing which does not require the same programming time. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion and was returned for testing. This product issue will be updated when evaluation is complete.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--